Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on returned meter and no issues were observed. Meter powered on with button depression and with insertion of test strips. Did not observe meter turn on/off after test strips were inserted. No product deficiency was identified.

Event description:
Customer reported her adc blood glucose meter would turn on and then power off after test strip insertion and she was therefore unable to test her blood glucose. It was further reported that on (B)(6) at 11:45 p.m. The customer was lying down when her son noticed she is shaking, sweating and experiencing a seizure. Customer also experienced a loss of consciousness. Customer's son rushed to the neighbor's house to call the paramedics and upon their arrival at 12:30 a.m. A reading of 47 mg/dl was obtained on the paramedic's meter. The customer was treated with dextrose (10%) via intravenous infusion. Prior to the paramedics leaving the customer indicated, she took a "treat" and her blood glucose was tested and was at 211 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Device received by mfg), (pma510k#) and (if follow up, what type) were incorrectly documented in the initial MDR 30 day report. The correct date is january 25, 2018. (Device evaluation) should have been checked.

Event description:
Customer reported her adc blood glucose meter would turn on and then power off after test strip insertion and she was therefore unable to test her blood glucose. It was further reported that on (B)(6) at 11:45 p.m. The customer was lying down when her son noticed she is shaking, sweating and experiencing a seizure. Customer also experienced a loss of consciousness. Customer's son rushed to the neighbor's house to call the paramedics and upon their arrival at 12:30 a.m. A reading of 47 mg/dl was obtained on the paramedic's meter. The customer was treated with dextrose (10%) via intravenous infusion. Prior to the paramedics leaving the customer indicated she took a "treat" and her blood glucose was tested and was at 211 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.